Manufacturer narrative:
The awareness date of the previously submitted supplemental report should have been 02/02/2018 rather than 01/31/2018. The information in this report is correct and should supersede the previously reported information.

Event description:
New info reviewed stated that the right ventricular lead continued to exhibit an increase in impedance and capture thresholds. On (B)(6) 2018, the lead was explanted and replaced. Patient was stable before, during, and after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New info reviewed stated that the right ventricular lead continued to exhibit an increase in impedance and capture thresholds. On (B)(6) 2018, the lead was explanted and replaced. Patient was stable before, during, and after the procedure.

Event description:
It was reported that the right ventricular lead exhibited high impedance. It was also noted that it had an increase in capture thresholds and a decrease in r-waves. The patient was asymptomatic. No device intervention was performed. Patient will continue to be monitored.

Manufacturer narrative:
Correction: the awareness date of the previously submitted supplemental report should have been 01/31/2018 rather than 02/06/2018.

Manufacturer narrative:
A partial lead was returned in two pieces. The connector portion measured 6.9cm while the distal portion measured 56.4cm. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.